Event description:
Arjo was notified about an event with involvement of a concerto/basic shower trolley. It was reported that the stretcher of the concerto tilted during use with a patient. The bolts that attach the metal mounting bracket (plates) onto the one side of the trolley's stretcher were stripped out of the stretcher. The patient fell from the device and sustained tumescence (swelling) on the ear and face. The patient was under observation. No treatment was indicated.

Manufacturer narrative:
Process of analyzing information is ongoing. Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
Process of analyzing information is ongoing. Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
It was reported that the stretcher of the concerto tilted during use with a patient. The bolts that attach the metal mounting bracket (plates) onto the one side of the trolley's stretcher were stripped out of the stretcher. The patient fell from the device and as a consequence sustained tumescence (swelling) on the ear and face. The patient was under observation. No treatment was indicated. The device was evaluated by an arjo technician. Upon the device inspection 4 of 4 screws that attach the metal mounting bracket (plates) onto the one side of the trolley's stretcher were stripped out of the stretcher. This caused lack of proper connection of stretcher with the device frame, which in consequence was able to tilt. The device showed signs of wear and tear on the side supports and at the chassis. The concerto instructions for use (IFU; 04.ba.05_3) inform that the customer personnel with sufficient device knowledge should perform regular checks of the device to detect any signs of wear: ¿every week: check mechanical attachments: tilt the stretcher. (¿) when tilted check for cracks in the stretcher.¿ the concerto IFU also provides user with supporting figures showing devices areas which should be controlled during preventive maintenance activities. Additionally, the IFU states: " the expected life of this equipment, unless otherwise stated, is ten (10) years". Based on the post-market surveillance and information gathered during this investigation, it seems that the failure could occur due to normal wear of the device, taking into account its age (18 years old), and that the stretcher was not replaced since manufacturing. In summary, according to the customer allegation, the stretcher screws torn out, so the device did not perform as intended. The shower trolley was used for a patient hygiene, when the event occurred and therefore the device was involved in the event. This complaint was decided to be reported due to malfunction, which could have led to the patient fall and injury occurrence.